Manufacturer narrative:
Product complaint # (B)(4). Corrected data: batch # t5cp4c. Investigation summary: the analysis found that one pve35a device was returned with no apparent damage and with one cartridge reload loaded on the device. The reload was received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meets the staple release criteria. The analysis results showed that twenty two vasecr35 reloads (b, c. D, e, f, g, h, I, j, k, l, m, n, o, p, q, r, s, t, u, v, w) were received sterile and with no apparent damage. Thirteen returned reloads were opened and tested with a test device. The device was tested for functionality in the straight position and achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples meets the staple release criteria. The analysis results showed that four vasecr35 reloads (x, y, z, aa) were received sterile and with no apparent damage. The returned reloads were opened and tested with a test device. The device was tested for functionality in the straight position and achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples meets the staple release criteria. The analysis results showed that ten vasecr35 reloads (ab, ac, ad, ae, af, ag, ah, ai, aj, ak) were received sterile and with no apparent damage. The returned reloads were opened and tested with a test device. The device was tested for functionality in the straight position and achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples meets the staple release criteria. The analysis results showed that eleven vasecr35 reloads (al, am, an, ao, ap, aq, ar, as, at, au, av) were received sterile and with no apparent damage. The returned reloads were opened and tested with a test device. The device was tested for functionality in the straight position and achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples meets the staple release criteria. The analysis results showed that sixteen vasecr35 reloads (aw, ax, ay, az, ba, bb, bc. Bd, be, bf, bg, bh, bi, bj, bk, bl) were received sterile and with no apparent damage. Thirteen returned reloads were opened and tested with a test device. The device was tested for functionality in the straight position and achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples meets the staple release criteria. The analysis results showed that six vasecr35 reloads (bm, bn, bo, bp, bq, br) were received sterile and with no apparent damage. The returned reloads were opened and tested with a test device. The device was tested for functionality in the straight position and achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples meets the staple release criteria. The event described could not be confirmed as the device and reloads performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The manufacturing record evaluation was performed, and the manufacturing criteria was met prior to the release of this batch/lot. Additional information requested and received: please clarify what is meant by ¿the staples in the artery were bent inside the reload¿. Was the procedure vats or open technique? Can it be confirmed that the entire width of compressed vessel was within jaws proximal to cut line? Can it be confirmed that there was no extraneous tissue within jaws distal to cut line? Were the tips of device visible during firing? What is the current patient status? The staples in the artery were bent inside the reload: the staples were bent when contacting the tissue and did not fully leave the reload. The procedure was open lobectomy. It be confirmed the entire vessel was inside the jaws proximal to cut line. There was not extraneous tissue within jaws distal to cut line. The tips of device were visible during firing. I don´t know the current status of patient.

Event description:
It was reported that during a lobectomy procedure,when the endocutter was fired a second time, now in the pulmonary artery of the lower lobe, the staples in the artery were bent inside the reload. It cut the artery but did not staple. The patient lost 1.5 liters of blood, required a transfusion and uci. It was required to plug the artery and suture it, delaying procedure 3 hrs.